Manufacturer narrative:
The insulin pump was programmed with multiple bolus deliveries and all registered properly in the bolus history. No bolus anomaly was noted. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads and minor scratches on the display window.

Event description:
It was reported that the customer had normal blood glucose levels of 5.2 mmol/l. It was reported that the insulin pump was not registering a programmed bolus into the history of the insulin pump. The customer requested a replacement insulin pump. The customer was advised that a replacement insulin pump would be shipped. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4).